Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the medium large clip applier instrument; however, failure analysis is still ongoing. A follow-up MDR will be submitted post failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the medium large clip applier instrument was installed into the universal side manipulator (usm) arm; however, it was noted that the instrument could not perform clipping. The user continued the procedure with no further issue reported. No fragment fell into the patient. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to move intuitively with the full range of motion in all directions. The instrument passed recognition and engagement tests. The medium-large clip applier also passed the clip test. The instrument was fully functional. Isi followed up with the customer and obtained the following additional information: the medium-large clip applier instrument was inspected prior to use and there was no damage or anything out of the ordinary that was found. The reported event occurred prior to clip application with the instrument being in the patient. The reported issue was related to the jaws of medium-large clip applier remaining static when the surgeon commanded movement. The clips that were being used were the hem-o-lok clips with the medium-large clips. The reported event was resolved by using a backup medium large clip applier.